Event description:
Diasorin molecular llc received a complaint alleging false negative results with two (2) patient samples that resulted negative with the simplexa covd-19 direct assay, but repeated positive twice when tested on two competitor assays (allplex and cepheid genexpert). The customer confirmed the alleged false negative results were not reported to the diagnosing physician due to the discrepancy with the competitor assay results. No alleged harm occurred. Patient information and patient sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results with two (2) patient samples that resulted negative with the simplexa covd-19 direct assay, but repeated positive twice when tested on two competitor assays (allplex and cepheid genexpert). Run analysis of the simplexa results vs the competitor assays (allplex and genexpert) are as follows: - sample ID (B)(6): simplexa (B)(6) 2021 = not detected, allplex (B)(6) 2021 = e gene (31.55) rd (37.09) n (35.15), genexpert (B)(6) 2021 = e gene (32.1) n2 (35.2). - sample ID (B)(6): simplexa (date unknown) = not detected, allplex (B)(6) 2021 = e gene (34.3) rd (not det) n (36.60), genexpert (B)(6) 2021 = e gene (not det) n2 (41.3). It is noted that both the allplex (e, rd, n) and genexpert (e gene, n2) have different targets than the simplexa assay (s gene, orf1ab). Also, both competitor assays utilize extraction of the sample while the simplexa assay does not. Based on the late CT results and the different targets on the competitor assays, it is likely these 2 samples are beyond the limit of detection of the simplexa assay. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151, lot# x12545n, met all qc release criteria prior to kit release. Mol4151, lot# x12545n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 26.5 (s gene) and 26.2 (orf1ab) and the internal control avg CT = 32.1. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both s gene (avg CT = 26.8, 26.5) and orf1ab (avg CT = 27.5, 27.2) were detected on all replicates. No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150, lot# x13657n for suspected false negative results. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."